Event description:
Pre-term infant being transported from delivery room to nicu while receiving CPAP via giraffe stand-alone infant resuscitation system connected to air and oxygen e cylinders. Oxygen cylinder emptied faster than predicted based on manufacturer's (ge) usage times listed in manual. Infant required immediate transfer to another device for respiratory support. Appendix a in product operation manual has insufficient data and needs to include what the bias flows are with the blender and the suction so that providers can accurately calculate usage times when connected to compressed gas cylinders.